Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported arrhythmia, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had sustained ventricular tachycardia and was asymptomatic. The patient had a history of arrhythmia and an implantable cardioverter-defibrillator prior to pump implant.

Event description:
It was reported that the patient received 6 defibrillation shocks by the implantable cardioverter-defibrillator (ICD). The patient was hospitalized for a cardioversion, diagnostics, and observation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.